Event description:
It was reported that the implantable neurostimulator (ins) was at end of service (eos). The ins was explanted and returned. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), product type: lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4),, product type: lead. (B)(4).

Event description:
The consumer reported it wasn't working anyway to relieve back/nerve pain. The nerves were also irritated by the battery so she always had pain around the battery. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) was functionally okay with insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that their leads were capped off and still implanted in place.